Manufacturer narrative:
E3 ¿ inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty patient board set. In addition, it¿s possible that the operational amplifier circuitry of the dr board (printed circuit board) was not properly designed, or the video connector was not connected properly. It was confirmed that the design change of the operational amplifier section of the dr board was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were damaged connector. The no image was due to damaged circuit board, the top cover was deformed, foot had poor appearance, the software version was outdated, the scope socket was bad, there was noisy image, the receptable board had loose holding tab. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the evis exera iii video system center to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the event found during evaluation. There was no patient involvement.